Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip close cable at the distal idlers was broken. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found scratches on the surface of the instrument's distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the wires on the large suturecut needle driver instrument were identified as being broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.